Manufacturer narrative:
Company comment: the serious event of nodule at implant site and the non-serious events of pain at implant site and cutaneous contour deformity were considered expected and possibly related to the treatment. Seriousness criteria includes the need for medical interventions to prevent permanent damage. The potential root cause is the treatment procedure. The non-serious event of illness was considered unexpected and unrelated to the treatment. Alternative root cause includes undisclosed/ undiagnosed medical conditions. The sculptra was intentionally misused with regard to reconstitution. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. Lot number was not reported, and the product could not be verified. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted unless further information is received. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 10-jun-2025 by a nurse practitioner via a sales representative concerning a female patient of an unknown age. No information about medical history, history of allergies or previous filler treatments has been provided. On (B)(6) 2025, the patient received treatment with 2 vials of sculptra to unknown location (unknown lot number, injection technique and needle type). The sculptra was diluted with 8 ml of bacteriostatic water [water for injection] and 1 ml of lido [lidocaine hydrochloride]. The sculptra was reconstituted with 8 ml of bacteriostatic water (intentional device misuse). On (B)(6) 2025, the patient experienced a delayed onset nodule/lump/tiny ball (implant site nodule) on her right lateral chin, which was causing pain (implant site pain) and appeared to be growing in size. The patient also reported that she was recently sick (illness) and traveled. In 2025, the hcp performed an assessment and there was no sign of nodule. The treatment plan was continued as scheduled. The patient was instructed to notify the hcp if there were any changes in size and to massage the areas 5 times a day for 5 days. Later in (B)(6) 2025, the patient reported that the lump looked like a baseball at that time. On (B)(6) 2025, the patient visited the hcp for a follow-up and received corrective treatment with 0.5 ml of kenalog-2.5 (tac-10) [triamcinolone acetonide], mixed with saline [sodium chloride]. The patient was advised to come back for a follow-up. On (B)(6) 2025, the patient sent images that showed the nodule went from the size of a large grape size to medium. Later, the patient did not return for the follow-up due to travelling abroad. However, the patient mentioned that the nodule became bigger and spread to her cheek. The patient was prescribed treatment with doxy [doxycycline] 100 mg twice a day for 10 days orally and prednisone [prednisone] 40 mg once a day for 7 days orally. On (B)(6) 2025, the patient reported that the nodule shrank to the size of grain of sand. On (B)(6) 2025, the patient reported that nodule persisted and caused an indent/deformity (cutaneous contour deformity) to the area. The patient received saline flushes as corrective treatment. Outcome at the time of the report: delayed onset nodule was not recovered/not resolved/ongoing. Pain was unknown. Sick was unknown. Indent/deformity was unknown. Sculptra was reconstituted with 8 ml of bacteriostatic water was recovered/resolved. Tracking list: v.0 initial report. V.1 fu received on 23-dec-2025 from the same reporter. Case upgraded to serious. Events (illness, cutaneous contour deformity, intentional device misuse) added. Patient demographics, suspect device implant date, volume, reconstitution details, verbatim of event implant site nodule, onset date, outcome and corrective treatment details were updated.